Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the specified visual was not a child of this visual. The technical support specialist dialed into the station, logged in as cfnadmin, backed up the station database, and performed a full synchronization, which completed successfully. Tss then contacted the customer to test and verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had an error message when user was tried to pick or refill. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.